Event description:
The customer reported ¿voltage low¿ errors on their coulter lh 780 hematology analyzer .onsite, the fse reported an unknown amount of liquid was spraying from the sheath restrictor line. The leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from a hole in the sheath restrictor line at the top of the flowcell. The fse replaced the sheath restrictor line resolving the leak. (B)(4).